Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds described as bleeding, pressure ulcers under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. A nurse reported a gauze was placed of the wounds and the patient was placed in a specialty bed for patients with this severe pressure ulcers. Follow up indicated that the skin irritation is improving.